Event description:
Called to bedside by nurse to assess patient's r leg PICC that was leaking under the dressing and wet to the touch. Dressing was removed and PICC was noted to be leaking from where the line meets the blue portion of the hub, lip notified and PICC was removed with ease. Defective PICC d/c'd and patient required 5+ additional sticks for new access.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Called to bedside by nurse to assess patient's r leg PICC that was leaking under the dressing and wet to the touch. Dressing was removed and PICC was noted to be leaking from where the line meets the blue portion of the hub, lip notified and PICC was removed with ease. Defective PICC d/c'd and patient required 5+ additional sticks for new access.

Manufacturer narrative:
The complaint has been submitted to vygon germany, which is where this part was manufactured, for evaluation. The investigation summary is as follows: the faulty catheter was received without a sliding clamp and included a non-vygon germany extension line. The attempt to flush the catheter with water was successful and revealed a leakage at the junction between catheter tube and wing. The microscopic examination showed a tear at the catheter wing that caused the leakage. The tear showed a typical rough surface caused by tensile forces. In general, there are various events that can lead to a leaking catheter: 1. Tensile force, which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, in the IFU it is stated: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it" and "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Furthermore, there is a warning in the IFU: do not overstretch the catheter as it may rupture, causing a catheter embolism. The customer also reported that an alcohol-based disinfectant was used, which can contribute to catheter damage. Additionally, a manufacturing defect can be ruled out, as each catheter undergoes flow and leak testing during production, and this catheter did not exhibit any leakage for 22 days. A review of the component batch history records; no deviations were found. The batch complied with their specifications and was released accordingly. Each catheter is flow and leak tested during production as part of quality control process. A two-year review of vygon USA complaint data revealed that this is the first reported complaint regarding leakage or breakage associated with lot 25a017d. Corrective action: investigation indicates that tensile forces caused the issue. Additionally, the customer reported that the catheter was used for 22 days before the leakage occurred, suggesting that the defect is unlikely to be manufacturing-related. Any manufacturing problems that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Therefore, no further corrective action has been initiated by quality management at this time.